Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported rapid drops in blood glucose (bg) and dissatisfaction with the pump. The user has gastroparesis and recently adjusted weight and glucose target per healthcare provider. The agent advised allowing the correction algorithm and will arrange possible in-person training. The lowest blood glucose (bg) recorded was 57 mg/dl. Bg was corrected by consuming orange juice and sugar packets. The user's reported symptoms during the event includes shaking and twitching. No medical intervention was required at the time of call.